Event description:
During a routine device change procedure, the hex wrench wouldn't fit on the set screw and therefore the set screw was unable to be loosened. Additionally, the lead was unable to be removed from the device header. The device remains implanted. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of could not loosen a- and v-setscrews to remove the leads was confirmed. Analysis revealed that calcified blood was filling the insets of both setscrews. The calcified blood was preventing the wrench from engaging the setscrew insets to loosen the setscrews. Wrenches cannot penetrate the calcified blood. The wrench will only strip portions of the inset it comes in contact with. The calcified blood was removed from the setscrew insets in the lab. Then a wrench could be inserted to engage the setscrews to loosen them. The stuck leads could then be removed from the a- and v-connectors. The blood came through holes punched through the septums by the user of the torque wrench at time of implant.

Event description:
Additional information was received that an additional surgery was performed and the leads were still unable to be removed from the device. As a result, the leads were cut and the device was explanted and replaced to resolve the event. The patient was stable.